Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ arterial blood collection syringe experienced smeared/smudged scale marking on the device where volumetrics are not readable. The following information was provided by the initial reporter: the customer stated "when preparing using the abg, one abg scale lines was not clear.